Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
On an unknown date, a patient was implanted with a vectra implant and screws. On an unknown date, the patient experienced non-union. On (B)(6) 2013, the patient underwent a vectra anterior cervical fusion revision surgery due to the non-union. The vectra implant and four screws were removed. While the surgeon was removing the distal screw on the vectra implant, the inner portion of the extraction screwdriver tip broke. It was swapped for another driver that was readily available. The surgery was not prolonged. The patient was revised to a zero-p implant. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Lot number provided to manufacturer location revealed that lot number was not valid. Awareness date: (B)(6) 2013.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Date device received for evaluation. A review of synthes device history records revealed that the extraction screwdriver was manufactured by (B)(4) on supplier lot number 573166nn06. This lot was received at synthes as lot number 5414391. Po 701269, dated 12/13/05, for (B)(4) parts, was inspected to the synthes incoming final inspection sheet number 352if311 revision h on 12/22/06. The certificate of compliance (c of c) is dated 12/15/06. 35 parts were released to the warehouse on 12/27/06. CAPA (B)(4) was associated with these lot numbers that indicates the parts were not subjected to nitric acid passivation or electro polish during manufacturing, however, according to the risk assessment this should have no impact on the complaint condition. Determined during DHR review. Due to an unknown cause the tip of the inner shaft broke off at the thread base. The material and diameter of the inner shaft and outer sleeve was determined to be within specification. The material hardness could not be verified due to the small shaft diameter. All of the threads where missing so the threads could not be verified.

Manufacturer narrative:
This device is used for treatment not diagnosis. A product development event evaluation was performed and the following was documented. The extraction driver is used for removal of the vectra and accs screws. The inner shaft threads into the inner thread of the screw. The outer driver shaft is then used to unscrew the screw from the bone. The inner shaft of the driver was returned with approximately all except half of a broken thread remaining. The thread failure appears to have occurred from applying a bending moment, force applied perpendicular to the axis of the instrument. The force appears to have exceeded the tensile strength of the threaded region of the shaft. The threaded shaft may not have been fully tightened down to the screw as described in the technique guide. The engineer reviewed relevant drawings . The driver inner shaft was produced prior to the material change to custom (B)(4). The risk assessment does not include all possible harms specifically a delay due to retrieval of the tip as in this complaint.